Event description:
Customer reported precision problems which occurred over a two day period. In the morning, (B) (6) 2009, four erroneous co2 results were generated on patient samples. Customer provided results for two of the patients: patient 1, first run 42, repeated as 20 mmol per l. Patient 2, first run 44, repeated as 22 mmol per l. Customer states the other two samples were similar with first run results in the 40's, repeating within normal range (21-29 mmol per l). These patients were repeated when they did not match co2 results generated from previous samples. No erroneous results were reported. Customer also stated no erroneous results were identified for any other tests.

Manufacturer narrative:
Customer replaced r1 probe which resolved the issue prior to the field service representative's visit. The field service representative reviewed quality control and precision results performed by the customer to verify analyzer operation.